Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose was not impacted. The customer reverted to using insulin injections to manage diabetes for the rest of the day. The customer was in the process of changing the supplies on the pump when tandem technical support was contacted. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.